Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse reviewed the error logs and found an error on mtmr2 at the start-up. No errors on the universal surgical manipulator (usm) were found. The isi fse went on-site and confirmed errors on the mtmr, and replaced the part to resolve the error. The system was tested and verified as ready for use. Isi received the mtmr part involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported issue, but confirmed error 25516 via logs. Visual inspection was performed. The product was installed onto the system and powered up. Sine cycle was performed without any issues. Tests performed via matlab passed. There was no problem detected. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi fse. Investigation revealed multiple errors occurred during the surgical procedure that were related to the reported complaint. This complaint is being reported due to the following conclusion: the customer converted to another da vinci ssc after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had to disable an arm on the system. An intuitive surgical, inc. (Isi) technical support engineer (tse) performed an error log review and found multiple 23003 errors pointing to the master tool manipulators (mtm) right 2 axis 1. The isi clinical sales representative (csr) informed the isi tse that they completed the procedure with the other surgeon side console (ssc). Isi followed up with the initial reporter and obtained the following additional information: the ports were placed when the issue was identified. It was confirmed that the procedure continued robotically and there was no injury to the patient. The surgeon did not call technical support for troubleshooting. The surgeon thought that the problem was due to arm 4 and console-related issues. There was no issue during the setup. The system was inspected prior to use and there were no issues prior to port placement. The staff did not observe outside influences that were impeding the movement of the system. The customer experienced the issue when the procedure was in progress for a couple of hours. That patient did not experience any post-operative complications.